Event description:
It was reported that catheter entrapment occurred. A 2.50mm x 20mm apex balloon catheter was advanced for dilatation. However, the balloon catheter got stuck on the guidewire. No patient complications were reported.